Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round high profile 420cc breast implant, catalog number 3503420, serial number (B)(4), lot number 6689075. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with a saline mentor smooth round high profile 420cc breast implant and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by physical exam. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/24/18, it was reported to mentor that the date of explantation is (B)(6) 2018. Some fluid was found and some growth was noticed on the valve on the right breast implant by the healthcare professional. The replacement devices were saline mentor smooth round high profile 420cc, catalog number 3503420, lot number 7566006, serial number (B)(4) on the right breast implant and saline mentor smooth round high profile 420cc , catalog number 3503420, lot number 7566006, serial number (B)(4) on the left breast implant. The patient tolerated the procedure very well and was in a stable condition after the surgery. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the deflation was ninety percent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/12/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a crease on the anterior view that extended to the posterior view. A rent was discovered within the crease on the anterior view measuring 13.0 cm. A line of shell abrasion was observed at the end of the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).